Event description:
It was reported that the patient was going to have a revision on the pocket and have the battery replaced. They did not want to go to spine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 355029, lot# n113821, implanted: (B)(6) 2007, product type: accessory. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: neu_unknown_lead, serial# (B)(4), product type: lead. (B)(4).